Event description:
It was reported that the customer was hospitalized due to high blood glucose levels of approx 500 mg/dl. The mother stated that the customer was away from her house when she noticed that the infusion set had pulled off her skin. Once she got home, she changed the infusion set, but continued to experience high blood glucose levels. When the customer got to the hospital, she removed the infusion set, and the cannula was bent over. It was also stated that the insulin pump alarmed motor error multiple times during the hospitalization. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Advised the mother that the insulin pump would be replaced due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.